Event description:
It was reported that a few days after implantation of the neurostimulator, the pocket site became infected. The device system was then explanted. No patient injuries were reported.

Manufacturer narrative:
(B)(4).